Event description:
It was reported that the 9800 system had an x-ray overtime and an over voltage error messages. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The customer replaced the batteries pack during the svc call. The system was tested and found to be working as intended, and put back into svc.